Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the pt's left eye (os) in 2008. The lens was explanted the following year, due to the pt complaining of visual disturbances. Add'l info has been requested from the facility but none has been forthcoming. If add'l info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.